Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7076736/7080006/7080026/7080045.

Event description:
It was reported that the patient was experiencing headaches when using the spinal cord stimulator (scs) device. It was believed that the patient was getting overstimulated and multiple reprogramming sessions were done, however, they were unsuccessful. The patient underwent a revision procedure wherein the old linear leads were disconnected from the ipg, and new linear leads were implanted and connected to the ipg. The patient was doing well postoperatively. The old linear leads were abandoned and remained in the patients body. Nothing was explanted and no device malfunction was suspected.